Manufacturer narrative:
H11: additional manufacturer narrative: image evaluation: customer report of degeneration was confirmed through observed host tissue overgrowth in image evaluation. Reports of calcification, restricted leaflet mobility, and stenosis were unable to be confirmed through image evaluation. X-ray analysis is required for calcification evaluation. Two color images were provided of valve outflow aspect during implantation. Valve appeared to have host tissue overgrowth encroaching into the leaflets on the outflow aspect. D4 primary unique device identification (UDI) number: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a aortic valve was explanted after an implant duration of 3 years, 7 months due to pannus, degeneration, calcification, restricted leaflet mobility, severe stenosis. The patient presented with chest pain and fatigue. The explanted device was replaced with a 23mm non-edwards mechanical valve. Surgeon noted possible immunological response due to presentation of valve and short duration to degeneration which has occurred twice now in the patient. Per medical records, pre-op CT scan showed scattered calcifications seen in the region of the bioprosthetic aortic valve. Pre-op echo showed aortic valve with reduce leaflet excursion with flattening/stretching of the leaflets, mg 43mmhg, mild ai. Mg across homograft is >40.